Event description:
A report was received that the patient's device displayed error code 0h0 during a firmware upgrade. After troubleshooting the bsn sales representative was unable to clear the code but was able to turn the patients stimulator on and the patient confirmed that he was receiving stimulation in all of the correct areas of his body.

Manufacturer narrative:
Z-0960-2008 and z-0961-2008 it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.